Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Lot # was erroneously reported as the serial number ((B)(4)) and was corrected to "na."

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that 15 years, four (4) months post-implantation of this bioprosthetic aortic valve, a valve-in-valve procedure was performed due to severe aortic stenosis and aortic insufficiency. The patient had a mean gradient of 50 mmhg and lv function ejection fraction of 65%. A tavr was performed with an edwards transcatheter valve with no complications. The patient remained hemodynamically stable throughout the procedure and left the or in stable condition.